Manufacturer narrative:
(B)(4).

Event description:
It was reported that a tip separation occurred. During a left atrial procedure, an ultra ice¿ imaging catheter was used to visualize the left atrium. However, it was noted the distal tip of the device became completely separated and was left inside the patient's body. The physician was not able to remove the detached distal tip from the patient's body. Furthermore, they were able to track the detached part which is now somewhere in the patient's pelvis area. No further intervention was performed to retrieve the detached distal tip since it was noted that the patient was healthy. The procedure was completed with another of the same device. No patient complications were reported. The patient's status is fine and stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original box. The unit returned has distal end damage, as part of overall visual revision. Imaging window and septum were not returned. Sheath ruptured in the distal part, a clean cut was observed which suggest tool damage. Sheath also presented severe scratches in the distal area. Damages observed in the imaging core, transducer distal housing (tdh) separated from drive cable, however tdh is still connected to the coax cable, soldering points were confirmed on the tdh. Hub wing bent. The unit was sent to the (B)(4) for material analysis to determine mode of failure of distal housing and imaging window. (B)(4) analysis revealed the distal housing presented six weld points with evidence of fatigue with tension overload as mode of failure. The imaging window presented evidence of torsional bending with tension overload as mode of wire failure. The sheath presented a longitudinal mechanical cut with subsequent tear overload as mode of separation. Based on sem results, no material anomaly was observed. Functional inspection was not performed due to returned conditions of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was further reported via voluntary medwatch (B)(4) the procedure was indicated to treat atrial fibrillation.